Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure got delayed and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that system locked up during a runoff procedure. During troubleshooting, fse identified issue with potmeter, and the cause of the issue was table longitudinal pot assembly. Fse replaced the potmeter. After replacing the potmeter, the longitudinal position has been calibrated the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system locked up during a runoff procedure. There was no report of harm. Philips has started an investigation of this complaint.